Event description:
It was reported that a user experienced hypoglycemia with home glucose values as low as 64 mg/dl following a recent meal announcement, along with repeated ilet urgent low-soon and low glucose alarms that contributed to alarm fatigue; the user treated with oral glucose and glucose subsequently rose to 124 mg/dl, and customer care provided education on dismissing or snoozing alerts. No symptoms were reported. Outcomes included self-treatment at home without medical intervention or hospitalization. Investigation included customer care triage, review of user-reported glucose values and recent meal announcement, and user education on device alert features. Investigation of this case revealed that the device alarms functioned as designed and that the low glucose likely resulted from user-specific glycemic dynamics following a meal announcement, with adequate response to oral carbohydrates. It was concluded that the event was consistent with hypoglycemia with cause unclear and that the device performed as intended with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.